Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The rv coil was damaged by the sheath while manipulating the lead into the right atrium because subclavian vein stenosis was severe. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The proximal end of the rv coil was extrinsically distorted at 55 cm. If information is provided in the future, a supplemental report will be issued.